Event description:
Additional details were noted regarding the events. The continued raised intraocular pressure of 32mmhg rouhgly a month and a half after placement required a paracentese which lowered the pressure to 15mmhg and patient continued use of alphagan ou, monoprost ou, cosopt pf ou. A week later, the iop was 22mmhg and no new medicines added. Three weeks later, the iop rose to 29mmhg so methazolamide 50 mg bid was added to the treatment. Three weeks following this, the iop was 30mmhg, so patient was scheduled for a laser cyclophotocoagulation g6 procedure the following week. 2 weeks after the procedure, iop was at 18mmhg and alphagan and monoprost was stopped. Seven months after this sequence of events ended, the iop was at 22mmhg in the right eye and patient was again presribed monoprost ou, cosopt pf ou, alphagan os.

Event description:
Additional information received noting the event of high intraocular pressure in the right eye with a xen 45 gel stent had moderate severity. Treatment for this was noted as iridoplast with a subconjunctival avastin injection. The event is now noted as resolved/recovering.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information was received noting the patient underwent a tenonectomy about a month after implant. Patient was later seen for a "3 month follow up and iop in the right eye was noted as 30. It was also noted a "10.0 nylon removed at the visit" and the event of scarred conjunctiva was also noted. Patient was seen roughly a week later "where they underwent a laser cpc procedure to lower the iop." The events of the high intraocular pressure and scarred conjunctiva have not yet resolved.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of gel stent blockage, ocular pain, high intraocular pressure, fibrosis and bleb-related issues are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient with a xen®45 gts in the right eye experienced the implant being occluded by iris. This event has resolved. Patient also experienced high ocular pressure which was treated with an iridoplasty and injection of avastin subconjunctival. Patient later experienced pain and continued raised intraocular pressure. Treatment for this was noted as cosopt ou, monopost ou. A needling procedure was performed and alphagan was an added treatment. Patient was admitted to the or for a bleb revision roughly a week later and the patient status is recovering/resolving/improved.